Manufacturer narrative:
Two used samples were received for evaluation for the complaint that this product resulted in leakage without waveform. Lot number was not provided therefore lot history review cannot be executed. In second sample the white cord near the phone jack was observed to be bent. The transtar of the monitoring kit was electrically tested and the transtar was not able to be zeroed and no waveform was able to be obtained. The probable cause of no readings had occurred due to the white cord being bent. It is unknown when and where the white cord was bent. The reported complaint of no readings was confirmed on sample-2 and not confirmed on sample-1.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during surgery, the product leaked without a waveform. The device was replaced. There was no patient harm reported.